Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed epithelial ingrowth on the left eye (os) at a one week post op exam after a flap enhancement treatment. A brief description from the surgery center indicated the epithelial ingrowth noted was causing irregular prescription, causing vison to blur. The patient¿s chief complaint was of blurry vision in os. The flap was lifted and rinsed to resolve the epithelial ingrowth on the left eye. Pre-op; best corrected visual acuity (bcva) from (B)(6) 2010: right eye pre-op 20/20 -4.25 x -.75 x 95; left eye pre-op 20/20 -4.75 x -.25 x 88. Post-op; best corrected visual acuity (bcva) from (B)(6) 2017: right eye post-op 20/20; left eye pre-op 20/30 1.50 x -2.25 x 20.